Manufacturer narrative:
Pump received with missing retainer and reservoir tube o-ring. Pump received with partially broken reservoir tube lip. Unable to perform the displacement test and p-cap / reservoir will not lock properly due to missing retainer. The pump passed sleep current test, active current test and selftest. Low battery alert less than 1 week not confirmed.

Event description:
It was reported that the insulin pump had low battery alert. The customer¿s blood glucose level was unknown at the time of incident. The insulin pump will be returned for analysis.